Event description:
It was reported that motor stall occurred. The pump was stalled for 3 days and had not recovered. A tube set message was also noted. The event logs noted more than 1 motor stall that had occurred and recovered within a short duration. The cause of the motor stall was not due to a magnetic resonance image (MRI) or electro-magnetic interference (emi). The device was replaced as a result. No diagnostic testing was required. The patient status was alive with no injury. The patient had flu-like symptoms including nausea. The pump was infusing fentanyl. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. A follow-up report will be submitted if more information becomes available.

Event description:
Additional information received reported that the patient was doing great after the pump replacement.

Manufacturer narrative:
Concomitant products: product ID: 8709, lot# j11018r34, implanted: (B)(6) 2002, explanted: (B)(6) 2015, product type: catheter. (B)(4).